Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level, diabetic ketoacidosis, septic and gastroparesis on (B)(6) 2020. Customer¿s blood glucose level was 395-400 mg/dl at the time of hospitalization and at home was 600 mg/dl. Customer was using auto mode at home but, they took insulin pump off at hospital. Customer was throwing up for 2 days non stop. Customer was given intravenous treatment of antibiotics, pain medicine, and other medicine. The insulin pump will be returned for analysis.